Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported following implant the patient began to experience pain at the implant site. Two blood patches were performed and the pain is resolving.